Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
On (B)(6) 2015, the concentration of the hydromorphone was changed from 1 mg/ml to 2 mg/ml, but they did not update the programmer, so no bridge bolus was performed. The patient had no symptoms as the drug had not yet reached the patient. The calculated duration to reach the patient was approximately 56 hours and approximately 44 hours had elapsed. The reporter was planning to reprogram the pump in a few hours which would be before the patient got the incorrect dose. If the pump didn't get reprogrammed, the patient would receive double the programmed dose because of the increased concentration. The reporter was planning to program a bolus of approximately 0.05 ml over approximately 6.5 hours as most of the drug had already moved through the system.